Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty on an unknown date. Subsequently, the patient plans to be revised due to unknown reason.

Manufacturer narrative:
(B)(4). Upon further information if was discovered that this revision was due to a failed graft which is not device related. The event of aortic graft failure for shoulder arthroplasty is not device related. Aortic graft may improve postoperative stability and function and may provide a biocompatible scaffold for soft tissue ingrowth. There are no allegations against the components; therefore, there is no serious injury.

Event description:
It was further reported that the patient underwent a revision approximately 4 months ago due to a failed graft. The surgeon that did the original surgery did the sling technique and used an aortic graft, but the graft failed. Due to the patient's anatomy and what is offered, a second revision will be required. A custom-made implant will be made for the patient and implanted at a later date. This complaint is now not reportable.